Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) common compute controller (ccc) and completed the associated workflow. Afterward, the system displayed a ¿patient side cart (psc) not connected¿ message, and the blue fiber leds were not illuminated. The fse then replaced the psc ccc, which resolved the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was analyzed and the issue was confirmed via error logs. The vsc ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber light levels were checked via localhost:3030 where they were found to be normal. The system was left to idle for three hours, and power cycled five times with no issues. The psc ccc was analyzed and in log reviews, error 31089 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed into the golden system which triggered the reported error, indicating faults on the firefly fiber optic cable (ff3) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The psc ccc functions as expected, but when cable as switched back to the original firefly optic cable it failed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in psc ccc.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, the customer encountered a "patient side cart (psc) not connected or powered on¿ message along with non-recoverable error 31030. The customer confirmed there was no led illuminated next to the blue fiber cable connection on the psc. They also advised they had an integrated wall fiber connection, but they attempted to bypass it by connecting a blue fiber cable directly from the vision side cart (vsc) to the psc, with no change in behavior. System logs confirmed 31089 communication errors between the vsc and psc, showing the same error when connected to vsc fiber ports 1 and 3. The customer also replaced the blue fiber cable between the vsc and psc, but the issue persisted. The system powered on and off normally; however, the psc was still not recognized by the system. The customer additionally confirmed that each cart powered on successfully in stand-alone mode, with the power buttons turning solid blue. The procedure was aborted to another dv system with no reported injury.